Manufacturer narrative:
After further communication with the customer, stryker determined that the reported issue was due to user error. The customer was provided with instructions on properly performing the 3am test and how to perform a test shock during the 3 am test. After observing proper device operation, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable start while the daily 3 am test was running. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device was unable start while the daily 3 am test was running. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and duplicated the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.